Event description:
It was reported that the patient visited the emergency room due to lethargy after the initial pump refill. The patient was given narcan. The attending physician turned off the pump. It was noted that the patient's primary physician advised decreasing the pump to minimum rate, instead of turning it off, to prevent potential damage to the device. There were no updates on the patient's status at that time. The drug being used in this system was hydromorphone. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the daily dose of dilaudid the patient was programmed to receive during the last refill was 0.0048 milligrams (mg)/day. No known cause of the patient's lethargy was determined. The patient recovered; however, the pump had not been turned back on. The patient/family was requesting to have the pump removed.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).